Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp's condensate removal module (crm) was malfunctioning making a whining noise which was possibly the fan. The fse removed and replaced the crm and that resolved the issue. The fse completed the repair with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the safety disk of the cs300 intra-aortic balloon pump (iabp) was producing a loud noise. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.